Event description:
It was reported that during a procedure using the dyonics dynamo 90 degree probe, the handle allegedly heated up rapidly and resulted in the handle sparking. After this event, the probe no longer functioned. The procedure was completed without delay, using a back up probe. There were no pt complications reported as a result of this event.